Event description:
On (B)(6) 2009, the patient reported that his infusion sites are falling off of his body while he is sleeping. He stated that he has used 6 infusion sites in the past 6 nights. He stated that the "backing was loose" and it appeared something had "deactivated the adhesive". He stated that the infusion sets were exposed to extreme temperatures during shipping. No physiological effects were reported. The patient was sent courtesy adhesive dressings and replacement infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.